Event description:
It was reported during in clinic follow up that the pacemaker exhibited a failure to be interrogated via inductive means. The device displayed no magnet response. Loss of low voltage output was noted and the patient experienced bradycardia. The device was explanted and successfully replaced. The patient was stable post procedure.

Manufacturer narrative:
The reported events of failure to interrogate and pacing issues were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, depleting the battery prematurely. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.